Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a male patient sample(s) tested on the immulite 2000 xpi is higher than expected. The ccc specialist was informed that no instrument malfunction exists and reviewed instrument data. The watertest diagnostic was performed, and the results were negative for contamination with alkaline phosphatase. A siemens headquarter support (hsc) specialist examined the instrument files, and there were no sample or reagent level senses or mechanical issues associated with the discordant result. Quality control (qc) and other patient samples are not affected. The cause of the discordant falsely elevated total hcg result is unknown. No further evaluation of this device is required. Additional mdrs, 2247117-2018-00052 and 2247117-2018-00054, were filed for discordant falsely elevated total hcg results obtained on (B)(6) 2018 and (B)(6) 2018.

Event description:
A discordant falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on an immulite 2000 xpi instrument. The initial result was not reported to the physician(s). The customer used the same sample and instrument to perform repeat testing on different dates. The customer identified that repeat result(s) were lower and reported the result of <1,00 miu/m. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.